Event description:
It was reported that the handpiece had loose stud. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: tested on a generator and no error code was noted. The handpiece was disassembled, a torn acoustic isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies during the manufacturing process.